Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. It had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had fallen and it cracked. Customer's blood glucose was 124 mg/dl. The screen on the device was cracked and the customer couldn't read the screen. However, the device was functioning correctly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.